Manufacturer narrative:
Concomitant medical products: product ID 97755 serial# (B)(6). Product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6), UDI#: (B)(4). H3: analysis of the 97755 recharger (rtm) (s/n (B)(6)) revealed that the allegation was unconfirmed. This regulatory report is being submitted as part of a retrospective review as part of a CAPA 620188 action. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that they are seeing excellent coupling and then it would go down to poor then to checking the recharger/poor recharge quality. The caller attempted to do passive recharge mode and saw 76/76/76 when recharger antenna (rtm) was off the ins and when they moved it over the ins, values shown were 76/83/83. It stayed in this mode for a couple minutes went to good charge quality and then cycled back through checking the recharger. No symptoms reported. A replacement rtm was sent to the patient. It was later noted on 2020-nov-13 that during troubleshooting, the controller kept showing the "poor recharge quality" screen and when the rtm was not over the ins it would not go to "no device found". The rep reseated the rtm and this resolved the issue. The rep indicated that the patient had tried multiple positions, using the belt and confirmed that during one recharging session it took an hour and the rtm did get warm, but it didn't seem like the ins had moved at all and there was no damage seen to the rtm. The rep said that the pt does have "love handles" and the rtm doesn't always sit flat. The patient reported on the background of the call that "it doesn't seem like there's really any swelling down there, it doesn't hurt at all" when technical services discussed swelling affecting recharging.